Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusion set tubing was detached. No further information was available.

Manufacturer narrative:
Initial and final MDR 1883466- MDR 8021545-2024-00929- device 2 of 2. (B)(6).